Event description:
It was reported that this right ventricular (rv) lead exhibited both high out of rang pacing and shocking impedance measurements of greater than 2000 ohms and 125 ohms, respectively. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.